Event description:
The customer returned this product because a crack was identified in the packaging tub containing this sterile tubing set. The user found this problem prior to use.

Manufacturer narrative:
Investigation findings: conmed linvatec received this tubing set in it's original packaging. A visual inspection confirmed the reported problem and found one corner of the tub cracked and the cover slightly peeled back, compromising the sterility of the product. Conmed linvatec is unable to determine how or when the packaging became damaged. A review of product history found no other reports for this failure. Conmed linvatec will continue to monitor this device for failures.